Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vangaurd xp tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02804. Product location is unknown.

Event description:
It was reported that during a surgery, the device would not seat in the tibial prosthesis.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received. Device history record (DHR) review was unable to be performed as the lot number was not received. The root cause of the reported issue is attributed to off-label use of product. The locking mechanism of the maxim v1 tibial tray prevents the current maxim tibial bearings from mating. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.